Event description:
A pt reported experiencing inaccurate high results with a surestep meter. In 2001, pt's blood glucose was 246, 236 and 155 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.